Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no complaint related anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects; ¿interoperative and / or postoperative pain.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015- 01004 / 01005).

Event description:
It was reported that patient underwent right total knee arthroplasty on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2015 due to pain. The tibial bearings were removed and replaced.